Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's right hip was revised due to "some trunnion wear." The femoral head and liner were revised to a ceramic head. Sleeve, and new liner. Rep provided intra-op pictures. Rep also confirmed that there were no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.